Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after dinner while using the ilet with a libre 3 sensor that had recently expired; the user ate pot pie and sugar-free applesauce, announced the meal, and observed a cgm reading of 328 mg/dl, after which an agent guided entry of blood glucose values into the pump and a bgm reading of 303 mg/dl was documented. Symptoms included elevated blood glucose. Outcomes included stabilization of glucose following troubleshooting and education, with no hospitalization. Investigation included remote troubleshooting and user education regarding data entry and management during sensor transition. Investigation of this case revealed no device malfunction, and the event was consistent with hyperglycemia of unclear cause in the setting of an expiring cgm sensor and postprandial glucose excursion. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.